Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal carotid artery. A 5.5mmx40mmx135cm (4f) sterling balloon catheter was selected for use. During preparation, it was confirmed that the balloon part had a hole, and the physician tried letting the air out, but it did not come out. The procedure was completed with another of the same device. No patient complications were reported.